Event description:
Reportedly, the ventilator shut down without alarm when the medical engineer switched from ac power to battery power by plugging off the ac cord due to the depleted battery. Please note that there was no pt involvement in this case.

Manufacturer narrative:
(B)(4).